Manufacturer narrative:
Device received with operating currents within spec. Device passed displacement test, self test and unexpected restart error test. Unit alarmed prime rewind during basic occlusion test due to loose / flush drive support disk. Unable to perform prime rewind test, excessive no delivery test, delivery accuracy test and occlusion test due to alarmed compromised force sensor system alarms.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 1216 mg/dl, the customer current blood glucose was 281 mg/dl. The customer was hospitalized on (B)(6) 2018 at 6-8pm. The customer was treated with insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.